Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The event history log (ehl) could not be downloaded because the pump was constantly alarming with error code 41171. The customer reported product problem was therefore reproduced and confirmed during testing. The error code indicates a software timing issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported circuit board issue was unknown. A root cause was not established. The circuit board was replaced to address the reported problem.

Event description:
It was reported that the cadd solis vip pump exhibited error code 41171. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.